Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air flows back into the side port issue occurred. It was noticed that the vizigo sheath was bleeding back into the flush tubing after going into the left atrium via transseptal. They replaced the sheath and continued on with an agilis sheath. The vizigo sheath was removed out of concern for possible clots in sheath. The sheath was flushed and no clots were seen. The procedure was aborted when they could not complete the transseptal using the agilis sheath. Device evaluation: visual inspection was conducted, and the device was found in normal condition. Functional test was conducted by having the distal end of sheath closed off with an adapter, the proximal end was connected to a pressure gage, and a syringe was connected to the gage. After doing so, a negative pressure was applied and there were no air leak or bubbles detected. The test was repeated with positive pressure and no air leak or bubbles were detected. A device history record (DHR) evaluation was performed for the finished device 00001547 number, and no internal action was found during the review. Based on the completed DHR, the h4. Device manufacture date has been updated. As part of the biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed since the device performed without any problem. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 5/26/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium and an air flows back into the side port issue occurred. It was noticed that the vizigo sheath was bleeding back into the flush tubing after going into the left atrium via transseptal. They replaced the sheath and continued on with an agilis sheath. The vizigo sheath was removed out of concern for possible clots in sheath. The sheath was flushed and no clots were seen. The procedure was aborted when they could not complete the transseptal using the agilis sheath. Additional information was received and it was reported that air was not being introduced into the patient. The physician prepped the sheath as normal to eliminate any bubbles. No medical intervention was necessary. The patient has not exhibited any neurological symptoms since the procedure was completed. The patient was under general anesthesia for 5 hours. Transeptal puncture was performed prior to case cancellation. In the physicians opinion, cancelation of the procedure did not contribute to a death or a serious injury to the patient. No extended hospitalization was required. There was no indication that a biosense webster inc. Device caused the cancellation of the procedure. The reporter stated that the case was aborted when they could not complete the transseptal using the agilis sheath.